Event description:
It was reported by patient that she underwent a sling procedure on (B)(6) 2011. During that procedure, the patient also underwent a hysterectomy, rectal sling, and resection of colon which included six inches of colon removal. The patient experienced severe pelvic pain, a urinary tract infection, urinary incontinence, and bloating by (B)(6) 2011. The patient spoke to her urogynecologist and was prescribed a medication for urinary incontinence which she decided not to take because it caused constipation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.